Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), pollakiuria ("frequent urination"), urinary incontinence ("inability to control bladder"), palpitations ("heart palpitations"), migraine ("migraines"), pupillary deformity ("misshapen pupils"), horner's syndrome ("horner syndrome"), weight increased ("weight gain"), uterine leiomyoma ("fibroids"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (in (B)(6) 2015 she had undergo a hysterectomy with removal of the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, pollakiuria, urinary incontinence, palpitations, migraine, pupillary deformity, horner's syndrome, weight increased, uterine leiomyoma, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, horner's syndrome, migraine, palpitations, pelvic pain, pollakiuria, pupillary deformity, urinary incontinence, uterine leiomyoma and weight increased to be related to essure. Diagnostic results: hysterosalpingogram test done incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital and endometrial hyperplasia. Concurrent conditions included morbid obesity and hashimoto's thyroiditis. Concomitant products included citalopram and saccharated iron oxide (feriv). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pollakiuria ("frequent urination"), urinary incontinence ("inability to control bladder"), palpitations ("heart palpitations"), migraine ("migraines"), pupillary deformity ("misshapen pupils"), horner's syndrome ("horner syndrome"), anxiety ("anxiety"), depression ("depression/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), primary biliary cholangitis ("autoimmune disorder, type of disorder: primary biliary cholangitis"), bladder disorder ("bladder changes"), urinary tract disorder ("urinary changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), constipation ("painful constipation"), alopecia ("hair loss"), headache ("headaches"), idiopathic urticaria ("rashes or skin conditions type: idiopathic urticarial"), endometrial hyperplasia ("endometrial hyperplasia"), pupils unequal ("anisocoria"), coordination abnormal ("decreased coordination"), muscular weakness ("muscle weakness"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain /llq") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pollakiuria, urinary incontinence, palpitations, migraine, pupillary deformity, horner's syndrome, weight increased, uterine leiomyoma, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, primary biliary cholangitis, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, constipation, alopecia, headache, idiopathic urticaria, endometrial hyperplasia, pupils unequal, coordination abnormal, muscular weakness and abdominal pain lower outcome was unknown, the genital haemorrhage had resolved and the dyspareunia and back pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, constipation, coordination abnormal, depression, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, female sexual dysfunction, genital haemorrhage, headache, horner's syndrome, idiopathic urticaria, menorrhagia, migraine, muscular weakness, palpitations, pelvic pain, pollakiuria, primary biliary cholangitis, pupillary deformity, pupils unequal, urinary incontinence, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Hysterosalpingogram test done most recent follow-up information incorporated above includes: on 28-may-2019: pfs received. Reporters information updated. Event:abnormal bleeding (vaginal, menorrhagia), autoimmune disorder, type of disorder: primary biliary cholangitis, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: painful constipation, hair loss, headaches,pain, psychological or psychiatric problems condition: depression and anxiety, rashes or skin conditions type: idiopathic urticarial, reproductive system disorder or condition type of disorder or condition: endometrial hyperplasia, fibroids, salpingectomy (bilateral removal of fallopian tubes), vision/eye problems type: anisocoria, weight gain, muscle weakness, decreased coordination were added. Medical history , lab data , concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital and endometrial hyperplasia. Concurrent conditions included obesity and hashimoto's thyroiditis. Concomitant products included citalopram and saccharated iron oxide (feriv). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pollakiuria ("frequent urination"), urinary incontinence ("inability to control bladder"), palpitations ("heart palpitations"), migraine ("migraines"), pupillary deformity ("misshapen pupils"), horner's syndrome ("horner syndrome"), anxiety ("anxiety"), depression ("depression/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), primary biliary cholangitis ("autoimmune disorder, type of disorder: primary biliary cholangitis"), bladder disorder ("bladderc hanges"), urinary tract disorder ("urinary changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), constipation ("painful constipation"), alopecia ("hair loss"), headache ("headaches"), idiopathic urticaria ("rashes or skin conditions type: idiopathic urticarial"), endometrial hyperplasia ("endometrial hyperplasia"), pupils unequal ("anisocoria"), coordination abnormal ("decreased coordination"), muscular weakness ("muscle weakness"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain /llq") and dyschezia ("painful defaecation") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pollakiuria, urinary incontinence, palpitations, migraine, pupillary deformity, horner's syndrome, weight increased, uterine leiomyoma, anxiety, depression, vaginal haemorrhage, menorrhagia, female sexual dysfunction, primary biliary cholangitis, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, constipation, alopecia, headache, idiopathic urticaria, endometrial hyperplasia, pupils unequal, coordination abnormal, muscular weakness, abdominal pain lower and dyschezia outcome was unknown, the genital haemorrhage had resolved and the dyspareunia and back pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, constipation, coordination abnormal, depression, dyschezia, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, female sexual dysfunction, genital haemorrhage, headache, horner's syndrome, idiopathic urticaria, menorrhagia, migraine, muscular weakness, palpitations, pelvic pain, pollakiuria, primary biliary cholangitis, pupillary deformity, pupils unequal, urinary incontinence, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Hysterosalpingogram test done. Amendment: the report was amended for the following reason: significant coding correction performed. Term painful constipation recorded as separate entries painful defecation & constipation. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.